Event description:
The sensor was alerting low predict all night. The blood glucose reading is 233 mg/dl. There is a difference in the sensor glucose vs blood glucose readings. The sensor glucose readings have been above 70. Customer will change the sensor. The sensor will be replaced. Nothing further reported.

Manufacturer narrative:
The (B)(4) analysis inspected 1 opened or used enlite sensor and performed bicarbonate buffer test per (B)(4). The sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.